Manufacturer narrative:
(B)(4)

Event description:
It was reported that "manta deployed. Bleeding still present." Surgical cutdown. Artery repaired." The patient was reported as fine. Additional information has been requested from the account.

Manufacturer narrative:
(B)(4). No return product evaluation could be completed as the device was not returned for investigation. The device lot history record review for lot number 73m2300145 manta 18f indicated no impact related to device, no reworks, or other issues related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Case details were reviewed. Following an evar procedure, a 18f manta device was deployed for closure. Following deployment, bleeding continued, and hemostasis was not achieved. The physician chose to do a surgical cut down to repair the artery and achieve hemostasis. After three unsuccessful attempts at due diligence to obtain further information for this investigation, due to no response from the customer, the root cause of manta unable to deploy properly, requiring surgical intervention, cannot be determined due to the insufficient information submitted for investigative purposes. The manta instructions for use lists potential adverse events related to the deployment of vascular closure devices include other access site complications leading bleeding and possibly requiring surgical repair, and/or endovascular intervention. The IFU precautions if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. There appears to be no product quality issue with respect to manufacturing, documentation, or labelling. The der process will continue to monitor and investigate any similar events. Corrected data: correction to section d.4. UDI was updated from (B)(4) to (B)(4) to include the full UDI.

Event description:
It was reported that "manta deployed. Bleeding still present." Surgical cutdown. Artery repaired." The patient was reported as fine. Additional information has been requested from the account.